Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a variation in pace impedance measurements was noted when it comes to this right atrial (ra) lead and device at a follow up. Noise and oversensing were also seen on the electrocardiogram. The device was reprogrammed, and the patient was going to be followed up, with a lead extraction possible at the time of the device change out. No adverse patient effects were reported. Additional information received noted that a lead extraction procedure took place and a new lead was implanted. The device was also explanted. The products will not be returned. New products were implanted successfully.

Event description:
It was reported that a variation in pace impedance measurements was noted when it comes to this right atrial (ra) lead and device at a follow up. Noise and oversensing were also seen on the electrocardiogram. The device was reprogrammed, and the patient was going to be followed up, with a lead extraction possible at the time of the device change out. Additional information received noted that a lead extraction procedure took place and a new lead was implanted. The device was also explanted. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was returned. Upon analysis completion this investigation will be updated.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was further reported that a computerized tomography (CT) scan was performed, and the patient had an embolism in the right brain hemisphere. The patient also experienced left hemiplegia. Cranioplasty was performed.